Manufacturer narrative:
The device was not returned for analysis and the complaint cannot be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effects of ischemia and occlusion are listed in the electronic perclose proglide instructions for use, as possible adverse events of use of the device. The investigation determined the cause of the reported difficulties remains undetermined. The subsequent treatments appear to be related to circumstances of the procedure. Factors that may contribute to foot separation include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or excessive force and manipulation of the device with the foot open when up against the vessel wall. The deflected needle likely struck the foot plate resulting in the foot separation. The patient effects of ischemia and occlusion are known risk of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: e1 - title updated from mr. To dr. E3 - occupation updated from biomedical engineer to physician. H6 - health effect - clinical code: code 2687 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. User facility medwatch (medsun) report attached. B3: date of event estimated.

Event description:
User facility medwatch (medsun) report# (B)(4) received that states: "type of report: adverse event and product problem: outcome attributed to adverse event: life-threatening, required intervention to prevent permanent impairment/damage. Date of event: may-2024. Date of this report: aug-2024. Event or problem: describe the event or problem: an elderly female patient underwent an endovascular aneurysm repair (evar) surgical procedure; presented with ischemic right lower limb after the procedure. At the end of the evar procedure the attending surgeon used a perclose proglide device to close the femoral artery. Patient had to have an emergency surgery to return to operating room (or) for right femoral artery exploration where a fragment was found of the foot plate of the perclose proglide suture closure device with the suture leader attached. The break had caused ischemic damage and the femoral artery was found to be occluded with moderate scarring from prior endovascular procedures and perclose sutures in the common femoral artery. Patient was harmed and the fragment was removed and sequestered. The patient's femoral artery had to be reconstructed with bovine pericardium patch angioplasty. What was the original intended procedure? Endovascular aneurysm repair (evar). What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction: that is, the device did not do what it was supposed to do. S this a single-use device that was reprocessed and reused on a patient? No. Is this device available for evaluation? No. Returned to manufacturer on may 2024. Report sent to manufacturer? Yes. Type of reportable event: serious injury, malfunction. "